Event description:
'Ied'. Patient presented with fair oral hygiene and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain and mobility. No further patient complications were reported.